Event description:
A dialysis home pt's mother reported a leak in the homechoice cassette tubing in initial drain during treatment using homechoice device. Homechoice system error alarm sounded but home pt's mother unable to recall number of alarm. The home pt discontinued treatment at the time of the alarm and reset homechoice with new desposables to continue treatment. There was no pt injury associated with this incident per the home pt's mother.